Event description:
A study titled ¿femoral prosthesis fracture after hip arthroplasty revision a case report and review of literature¿ by long yuan, sen li, wanxiang li, jichao bian, yahui bao, xiaopeng zhou, yuanmin zhang, wang li, and guodong wang accepted on 31-may-2022 by wolters kluwer health. The case report details a patient that had undergone a previous right hip revision of implants by an unknown manufacturer due to a femur fracture caused by a car accident. A depuy synthes solution stem was placed. After an unspecified time later, the patient began to experience pain and inability to move out of her bed. She was diagnosed with a femoral bone fracture and fracture of the solution stem requiring a revision with placement of allogenic bone plates. The patient healed well per the one year follow-up.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
There was no relevance between the harm and the jnj product in the article/the jnj product license(code/lot) in the article can¿t be obtained. Therefore no change on nmpa reporting decision per local ae regulation.

Manufacturer narrative:
Product complaint #" (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.